Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
The reported information did not indicate a potential manufacturing issue. From the available information, a conclusive cause for the clinical observation cannot be determined. Positioning/inaccurate delivery is often influenced by patient anatomy, calcification levels in the native vessel, compliance of the aorta and native vessels, and user technique.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged out of the targeted location and was left at about 60mm above annulus. Another valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.